Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device completion of evaluation, a follow-up report will be filed. In box d: device available for eval? And date returned to mfg has been updated. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.